Event description:
It was reported that "the filter splits during use.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as the lot number of the device was not reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. A product recall for this device has been initiated due to the split/detached issue but since the lot number for this device was unknown, further information could not be identified.

Event description:
It was reported that "the filter splits during use.